Manufacturer narrative:
D9: device not returned for evaluation. The investigation was completed based on the photo provided. If a product return occurs and new information becomes available, the record will be reopened and updated accordingly.

Event description:
No new information.

Event description:
It was reported that during the procedure at the user facility, the e-sep pencil caught on fire. It was also reported that a non-stryker electrode was used. Furthermore, it was reported that there were no adverse consequences and no medical intervention as a result of this event. It was also reported that the procedure was completed successfully without significant delay.